Manufacturer narrative:
This event occured in (B)(6). No information was provided on the specific part number involved in this event.

Manufacturer narrative:
A root cause could not be determined due to the lack of information provided by the customer. No abnormalities could be detected in the calibration and quality control data.

Event description:
The customer alleged they received a questionable thyrotropin (tsh) result for one patient on their e601 analyzer. The patient's initial tsh result was 0.036 miu/l. The initial result was not reported outside the laboratory. The sample was repeated and the result was 1.18 miu/l. The sample was repeated a second time and the result was 1.17 miu/l and it was reported outside the laboratory. The patient was not harmed by this event. The tsh reagent lot number was 171971. The expiration date was requested but not provided.